Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The evaluation of the returned sample is still ongoing at the vendor, ash access. A follow up report will be submitted once the evaluation by ash access has been completed. However, a corrective action has been opened to address this type of complaint. Based on info obtained through the corrective action, it appears as if the cause of the complaint is a manufacturing error. This product is manufactured at via biomedical. The following info is listed in the instructions for use to help prevent catheters falling out: catheter must be secured/sutured for entire duration of implantation. Cut sutures from suture wing. Follow hospital protocol for removal of skin sutures. Free cuff from surrounding tissue. This type of complaint will continue to be monitored for trends. No further action at this time.

Event description:
Cuff just fell off.